Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Customer returned wrong test strips. Most likely underlying root cause: mlc-20 - user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer on 7/26/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 180, 162, and 171 mg/dl. The customer's expected fasting blood glucose test result range is 80-120 mg/dl. Customer stated that the results have been high since opening a new bottle of strips. Customer is not using alcohol pads or sanitizer. Customer has been testing both before a meal and two hours after. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 211 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/20/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).